Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175116 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 175116, test base part number 195-430h / lot: 171772. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175116 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to the self-test user performance or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 using an unknown sample type. Confirmation reverse transcription (rt) pcr testing performed on an unknown date, using an unspecified sample type, which generated a positive result. The consumer stated that she was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 using an unknown sample type. Confirmation reverse transcription (rt) pcr testing performed on an unknown date, using an unspecified sample type, which generated a positive result. The consumer stated that she was asymptomatic. No additional patient information, including treatment and outcome, was provided.